Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery vented inside the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, pictures provided were reviewed. The pictures provided confirmed a battery explosion on the battery board. However, without receipt of the device root cause could not be firmly established by the log information. Analysis of reports of this type has not identified an increase in trend.